Manufacturer narrative:
Additional narrative: the date returned to manufacturer was documented as (B)(6)2017 in the initial report and has been updated (B)(6)2017. Device evaluation: upon further investigation, it was determined that the reported condition of the device not working was confirmed but the other reported conditions found at pretest of the device having a damaged locking components and failing visual, lock operation, vibration and temperature were not confirmed. However, further evaluation, determined that the device had a drilled and fractured neuro tip. It was determined that the issue with the drilled and fractured neuro-tip was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. At this point, the tip of the burr was in direct contact with the neuro-tip of the attachment. When the drill was started, the burr drilled into or through the neuro-tip. The assignable root cause was determined to be due to component damaged caused by user error. It was documented in the previous medwatch that the root cause was determined to be due to due to product design, construction/design false, defective. Upon further investigation, it was determined that the root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device locking components were damaged. It was noted that part of the crani-a device bracket was broken, the broken part did not exist, and the ball bearings were worn. It was further determined that the device failed pretest for visual assessment, lock operation, vibration, and temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.